Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen distal femoral augment block size c 10mm catalog #: 00599003320 lot #: 64649207, nexgen posterior femoral augment block size c 5mm catalog #: 00599003301 lot #: 64394342, nexgen offset stem extension 12mm x 100mm catalog #: 00598802012 lot #: 64897808, nexgen rotating hinge knee articular surface 14mm size c catalog #: 00588003014 lot #: 64649597, unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni. G2: foreign - event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral component loosening approximately three (3) years post-operatively. Attempts have been made and no further information has been provided.